Event description:
It was reported that a pt underwent a distal gastrectomy procedure (roux-en y method) on an unk date. The needle was broken at the point before it was used on the pt. The surgeon did not use the product and no adverse consequences were reported.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.